Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid on the distal and proximal conductors (not obstructed), that the outer insulation was breached cut, there was blood in/on the helix mechanism, there was a tip seal observation, and there was apparent explant damage.

Event description:
It was reported that the patient experienced sternal pain at all ventricular pacing outputs. It was also reported that there was high/variable threshold on the atrial lead and that the right atrial (ra) lead had dislodged and/or migrated and lost all slack. The ra lead was explanted and replaced. The lead and device remain in use. No further patient complications were reported as a result of this event.